Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not cut and the anastomosis ruptured. The surgeon performed a colostomy to complete the procedure. The hosp has reported the patient's condition is satisfactory.